Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6). Reporting address state poitiers.

Event description:
It was reported after a bradycardia alarm on the monitor at 2200, the patient went into cardiac arrest at 2216 but there was no alarm generated. After resuscitation, the on-call physician indicated the patient was in cardiopulmonary arrest for 5 minutes, which was transmitted to the central station, but no alarm sounded during the 5 minutes the patient was arresting, which resulted in a delay in care. The patient did not receive effective CPR, which worsened the prognosis. No other clinical information or medical intervention was reported.

Manufacturer narrative:
Log analysis was performed by a philips product support engineering (pse) revealing red alarms were being generated by the device at the time of the event. The device was working as expected per the logs. Based on this information, there does not appear to be any device malfunction based on the log review; however, it remains unknown why the staff did not hear alarms at the time of the event. The philips product support engineer (fse) could not confirm the customers device issue.